Event description:
It was documented that customer experienced two malfunctions. Customer had frequent battery changes and up button malfunctioned. Customer declined being transferred to helpline. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.